Manufacturer narrative:
A field service engineer was dispatched to customer site. The vacuum pump filter exhaust was replaced to resolve the haze/mist issue. Unit meets specifications and was returned to service on 08/23/2016. The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release.

Event description:
A customer reported an event of a "haze/mist" emitting from the sterrad® 100s sterilizer. There was no report of any injuries or human reactions. The customer was advised to turn the unit off and leave the room. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
The investigation included a review of the system risk analysis (sra) and functional analysis. The sra shows the risk for "haze/mist/vapor" to be "low." The vacuum pump filter exhaust was returned and tested. The reason for return was confirmed. The assignable cause of the haze/mist/vapor issue is the vacuum pump filter exhaust the field service engineer replaced the parts and confirmed the sterrad 100nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.